Event description:
On (B) (6) 2010, pt's daughter reported she was having elevated blood glucose readings today ranging from 303 mg/dl - 'hi'. Pt is new to pump therapy. Daughter reported pt does not have a normal blood glucose range. Daughter stated pt has been using the infusion device for less than a week. Daughter reported no errors or alerts were received today. Daughter reported pt accidentally removed her infusion set tonight and had some bleeding at the infusion site. Daughter stated she will have trainer review pt's basal rates to see if they can be increased. On call back on (B) (6) 2010, daughter reported pt had been at the mall and had to be taken by emts to the ER for elevated blood glucose; did not have any additional information at this time. On follow up call to daughter on (B) (6) 2010, daughter reported pt stated she felt light headed and though her blood glucose was elevated; did not pass out or become unconscious. Daughter stated they took the pt to the ER, gave her insulin and released her; pt was not admitted. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.